Event description:
A distributor called physio-control on behalf of the customer and informed that the dallas smartwatch coin cell battery- backed ram chip, designator u28, from the main pcb assembly did not work on their device. The rptr did not have further failure description or any add'l details on the event. Physio- control evaluated the u28 ic chip in question and found it dead. Complete battery depletion is known to cause a critical device failure, it would not be able to provide defibrillation therapy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio- control provided the customer a replacement u28 ic chip via the distributor. There is no further info on the resolution of the problem or device disposition.